Manufacturer narrative:
Sample was collected in a 4.5ml vacutainer and sampled from a fresh draw. The erroneous results occurred in primary (automatic) mode of operations. Controls performed in primary (automatic) mode prior to the event were within specifications. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse verified probe alignment and latex calibration and both were within specifications. The fse performed startups which passed. The fse performed qc in all levels and all parameters were within range. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this analysis.

Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) and platelet (plt) results that were generated by the coulter ac.t 5diff autoloader hematology analyzer. A patient sample was tested for hgb and plt. The results were: hgb: 7.88g/dl, plt: 147 x 10^3 cells/ul. The sample was retested for hgb and plt and the repeated results were: hgb: 15.0 g/dl, plt: 267 x 10^3 cells/ul. Repeated results are considered correct. Beckman coulter has not received any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.